Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 10 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, after intubation in the emergency room (ER), the patient was transferred to the ward. Immediately after placing the patient on the ventilator in the ward, a low pressure alarm on the ventilator went off and a cuff leak occurred (within the first hour of use). Additional air was injected, but the leak was not resolved. The patient was re-intubated; there was no reported injury.

Manufacturer narrative:
Correction: h11- the documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. The product involved in the report has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 06 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, after intubation in the emergency room (ER), the patient was transferred to the ward. Immediately after placing the patient on the ventilator in the ward, a low pressure alarm on the ventilator went off and a cuff leak occurred (within the first hour of use). Additional air was injected, but the leak was not resolved. The patient was re-intubated; there was no reported injury.